Manufacturer narrative:
(B)(6). A customer alleged a false positive for a single patient on the cobas® sars-cov-2 qualitative assay for use on the cobas® 6800/8800 systems, lot g09921. The patient was not exhibiting symptoms which prompted retesting the original sample on the same instrument and a competitor assay which both generated negative results. Two additional recollections tested on a different assay also returned negative. An investigation was performed which did not identify any product problem. It is likely the discrepancies alleged are due to sample or site specific factors. (B)(4).

Event description:
The agency has clarified its expectation that manufacturers of emergency use authorization (eua) products for sars-cov-2 diagnostic tests report allegations of false positive or false negative results independent of harm or malfunction or off-label use beyond 803¿s reasonably suggests requirements. Accordingly, we have performed a retrospective review of cases to determine whether to report any additional cases. A customer from (B)(6), alleged a false positive result with the cobas® sars-cov-2 qualitative assay for use on the cobas® 6800/8800 systems, lot g09921. On (B)(6) 2020, the patient sample generated a valid positive result which was questioned by the physician due to a lack of clinical symptoms. The same sample was retested using the cobas® sars-cov-2 assay on (B)(6) 2020, and later repeated with the altona test which both generated negative results. Two new samples were then taken and tested with the genexpert test which likewise generated negative results. According to the method sheet: cobas® sars-cov-2 for use on the cobas® 6800/8800 systems is a real-time rt-pcr test intended for the qualitative detection of nucleic acids from sars-cov-2 in clinician-instructed self-collected nasal swab specimens (collected on-site), and clinician-collected nasal, nasopharyngeal and oropharyngeal swab samples from patients with signs and symptoms suggestive of covid-19 (e.g., fever and/or symptoms of acute respiratory illness). At the time of testing the patient was not experiencing signs of covid-19 and a negative result was expected. The initial positive result generated on (B)(6) 2020 had a CT value of 33.8 and according to the method sheet, this CT would have a hit rate lower than 38.1%. Limit of detection (lod) studies determine the lowest detectable concentration of sars-cov-2 at which greater or equal to 95% of all (true positive) replicates test positive. The target 2 CT generated of 35.7 has a 100% hit rate. Note, target 2 does have a smaller lod than target 1. A review of the curves in this sample did not show any abnormalities. The ic CT values were consistent and in line with the other samples in the run. The control curve in this run did not show any major shift or suppression and the cts generated were in line with release data. The repeat run of the same sample on (B)(6) 2020 generated a negative result which is in line with the patient symptoms and the other three results with the altona test and genexpert. The sample and control curves in this run appeared normal and the positive control cts were in line with release data. Although unknown, it is likely the discrepancy is related to the preanalytical workflow at the customer site. An investigation was performed to rule out any reagent kit contribution and no product problem was identified during the investigation performed. Based on all of the information in the case and the analysis performed supports that the test is functioning as intended. It is likely the discrepancies alleged are due to sample or site specific factors.